Event description:
It was reported that the physician commented that difficulty has been experienced removing the protective sheath from the nc trek balloon during preparation. Removal of the protective sheath required excessive force or the use of another instrument to remove the sheath; however, the balloon catheter was able to be used successfully on the patient without any adverse patient effects or clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data, found the occurrence to be potentially related to a manufacturing issue. Continued assessment of this issue per site operating procedures is being performed. Corrective and preventive actions will be addressed per the quality system procedures.

Manufacturer narrative:
(B)(4). Date of event estimated. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.